Event description:
Boston scientific received information that right atrial (ra) lead was fractured causing high pacing lead impedance (pli) measurement. This patient was known to be a non-pacer dependent and underwent a surgical procedure where the ra lead was surgically abandoned and capped. Another manufacturer¿s ra lead was implanted. This ra lead is no longer in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that the clavicular rib crush was determined through fluoroscopy which was causing the elevated pacing impedance measurement. Thus, the ra lead was surgically abandoned and capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.